Event description:
It was reported that a large amount of thin clear secretions were noted on the device, as witnessed by 2 nurses who suctioned, bagged, and placed pt back on vent; vent alarmed again, ER dr. Contacted and evaluated pt. Abo's drawn, treated pt with change in loc, stabilized and transferred to other acute care facility.